Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and tethered septal leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xt, was inserted, and grasping was performed. Establishing final arm angle (efaa) was performed per the instructions for use (IFU) and the clip remained closed. However, after pulling the lock line, an efaa was performed again per IFU, and imaging revealed that the clip had continuously opened to roughly 45 degrees. The clip did not fully open when testing the lock and remained at approximately 40-60 degrees. As the clip could not be safely removed at this point, a decision to implant the clip was made. The clip was deployed on the leaflets. To stabilize the opened clip, a third clip was then inserted and deployed on the tricuspid valve, reducing tr 1-2. The patient remained stable throughout the procedure. It was noted that all three clips remained stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and tethered septal leaflet. A triclip xtw was inserted and deployed on the tricuspid valve. A second clip, a triclip xt, was inserted, and grasping was performed. Establishing final arm angle (efaa) was performed per the instructions for use (IFU) and the clip remained closed. However, after pulling the lock line, an efaa was performed again per IFU, and imaging revealed that the clip had continuously opened to roughly 45 degrees. The clip did not fully open when testing the lock and remained at approximately 40-60 degrees. As the clip could not be safely removed at this point, a decision to implant the clip was made. The clip was deployed on the leaflets. To stabilize the opened clip, a third clip was then inserted and deployed on the tricuspid valve, reducing tr 1-2. The patient remained stable throughout the procedure. It was noted that all three clips remained stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.